Event description:
Patient presented to the physician with the stimulation lead protruding through the platysma and muscles at the neck incision site with no erosion observed. Due to risk of erosion, physician brought the patient into the or, opened the neck incision, tucked the stimulation lead, and closed.